Event description:
Consumer complaint of about high blood results. Customer feels well and requires no medical attention. Customer's expected blood results are 126-130mg/dl. Verified the strips expire 01/26/2018 and were first opened (B)(6) 2015. Customer confirms the strips are stored correctly. Customer declined a blood test. Reviewed the meter memory: 278mg/dl, (B)(6) 2015, 11:19:00 am, fasting: yes; 278mg/dl (B)(6) 2015, 11:13:00 am fasting: yes; 212 mg/dl, (B)(6) 2015, 10:28:00 am, fasting yes; 30mg/dl (B)(6) 2015, 10:33:00 am, fasting: yes; 190mg/dl, (B)(6) 2015, 10:02:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not discarded by customer. Most likely underlying root cause of malfunction: user had inaccurate reference.